Event description:
It was reported that the device remains in pacing mode after boot up and does not allow access to other modes. The device was not able to provide defibrillation therapy in the reported condition. There was no patient use associated with the device issue.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and referred the caller to a parts supplier. Follow up with the customer found that the device was scrapped and removed from service. A conclusive cause of the reported event could not be determined.